Event description:
The customer observed a non-repeatable higher than expected vitros tropi es result from one patient sample processed on a vitros 5600 integrated system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The result was reported outside the laboratory. A corrected report was issued there was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible falsely elevated vitros trop I es result occurred on one patient sample processed on the vitros 5600 integrated system. The possibility that poor sample processing, had contributed to the results could not be ruled out. The investigation determined that the samples in question were not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause could not be determined. However, pre-analytical sample processing cannot be...